Manufacturer narrative:
Lead model 39286 , serial# implanted: (B)(6) 2011 explanted: (B)(6) 2011 lead model 39565, serial #, implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Event description:
It was reported that following an unremarkable implant the patient had an outbreak of blisters and fever of 102 degrees. It was noted that there were other co-morbidities. It was unknown if the patient had a prior allergies to any materials. The patient was hospitalized briefly after implant for the symptoms and other health problems. The "lesions" were noted on the patient's buttock, groin, ear, finger, and mouth areas. The patient was again admitted to the hospital beginning nov 17 due to the symptoms. Infection testing was all negative. Patient treated with vancomycin and IV fluids, without apparent improvement. It was unclear if allergy testing was performed. The system in its entirety was explanted. It was reported that the doctor suspected the patient may have munchausen syndrome, but this had not been determined.